Event description:
It was reported that the patient was experiencing breakthrough pain and itchiness when charging the ipg. It was also stated that the patients ipg would not hold a charge. The patient underwent an ipg replacement procedure. The explanted device was not returned.